Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure. The occlusion balloon wire was inserted into the patient and the occlusion balloon was inflated to 5.5mm. The physician inserted the 4.5 ultra rx stent delivery catheter and placed a stent. The physician inserted a second stent delivery catheter and placed the s7 stent. The physician attempted to remove the stent delivery system and felt some resistance. The physician tried again to remove the device and the wire broke outside the patient which caused the occlusion balloon to deflate slowly. The physician was unable to aspirate the area. The physician removed the device and the patient. The patient is reported to be fine.